Event description:
A (B)(6) male with history of dilated cardiomyopathy, hypertension, hypercholesterolemia and cardiac arrhythmia presented for scheduled cardiac catheterization with stent placement and deployment of an angioseal via right groin access. The post-procedure exam revealed cool right-lower extremity (rle) and absent pedal pulses. The patient was taken emergently to operating room by vascular surgery and found to have the angioseal device lodged in external iliac artery. They underwent removal of a device and right femoral endarterectomy per the operative note. The pt. Is currently in stable condition, with no rle pain. Regular pt pulse obtained by doppler, integumentary within defined limits per current rn assessment.